Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the shunt. A 7.0x40, 75cm mustang balloon catheter was advanced for dilatation. However, on the first inflation at 20 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device found no tears or holes visible in the balloon. The balloon was inflated to its rated burst pressure of 20 atmospheres with no leaks noted. There were no issues with the markerbands and the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the shunt. A 7.0x40, 75cm mustang¿ balloon catheter was advanced for dilatation. However, on the first inflation at 20 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.